Event description:
According to the reporter, during a laparoscopic ultra-low anterior resection, the surgeon used the circular stapler for end-to-end anastomosis at 5cm above anal sphincter. The surgeon performed an air lest test, and observation found all good result, no signof leakage. The patient is currently on temporary colostomy. Twelve days after the initial surgery, the patient had a first follow-up with the surgeon and when colonoscopy was performed, the anastomosis was good. Second follow-up was 30 days after, patient came with pain at the anal area. During colonoscopy, the surgeon found half of the anastomosis line was opened, and some staples move out from the tissue. The surgeon was considering doing an endoluminal vacuum therapy (evac).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but photos was available for evaluation. Visual inspection noted that in post-op day 12 photos, the anastomosis appears to be good. In post-op day 30 photos, staples are loose and a staple is malformed. Staples removed from tissue have functional closure. It was reported that the staple line did not hold. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.